Event description:
The manufacturer received information from a third party service center alleging a ventilator was not passing the calibration test. The device was not in patient use.

Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's system board was replaced to address the issues.